Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms, pump error 82 or failed battery test alarms were noted. The motor was tested outside the device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery, no delivery and the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer reported her blood glucose wasn't coming down and 5 minutes later she got a blocked flow alert. Customer declined to troubleshoot for the high blood glucose. Customer states they are able to rewind the pump. The insulin pump pass displacement and self test. The customer was assisted with load reservoir and fill tubing process. Pump error did not occur. Error table indicates the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.